Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had failed battery test alarm. The blood glucose was unknown at the time of the incident. The customer was hyperglycemic. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and failed battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing unit received with cracked retainer, cracked keypad overlay at select button, cracked case corner of belt clip rails, minor scratched display window, damage keypad overlay texture and scratched case.